Event description:
Related manufacturer report number: 2017865-2024-34242, related manufacturer report number: 2017865-2024-34247, related manufacturer report number: 2017865-2024-34248, related manufacturer report number: 2017865-2024-34251, related manufacturer report number: 2017865-2024-34254. It was reported during device upgrade that the right ventricular lead and atrial leads were stuck together, so both were explanted.. A left ventricular lead was positioned but dislodged, as did its two replacements. During positioning attempts the newly implanted atrial lead was dislodged and had to be exchanged. A replacement right ventricular (rv) lead was positioned but dislodged. Attempt to reposition the rv lead was unsuccessful as the helix would not re-extend. The patient was stable.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. The s-curve height was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.